Event description:
Ra over-sensing noted during atrial tachycardia/atrial fibrillation (at/af) episode. Long history of rv over-sensing, rv impedance warning for low unipolar impedance, suboptimal bipolar lead impedance, rv lead under-sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).